Event description:
It was reported that during the implant of this lead, the lead was to be used for left bundle branch pacing. However, the lead tip became stuck in the myocardium. The lead was removed, but the tip appeared damaged. A new lead was successfully implanted. No adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was returned intact. A stylet was returned inside the lumen of the lead. Visual observation noted that the helix was stretched out. Resistance tests were completed to assess lead electrical performance; measurements throughout these tests were within normal limits. Analysis concluded that there was no evidence of malfunction, and the stretched helix was an unintended use error during the procedure.

Event description:
It was reported that during the implant of this lead, the lead was to be used for left bundle branch pacing. However, the lead tip became stuck in the myocardium. The lead was removed, but the tip appeared damaged. A new lead was successfully implanted. No adverse patient effects were reported.